Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.1, lab: 7.5. Date: (B)(6) 2012, inratio: 2.1, lab: 6.2. Pt's therapeutic range: 2.5-3.5 inr. Pt was admitted to the hosp due to blood in the stool. At the time of complaint, pt was on lovenox for the last week due to colonoscopy.

Manufacturer narrative:
Data analysis was not performed on inratio and reference results since pt was on lovenox therapy at the time of testing. Lovenox is a member of a class of antithrombotic agents known as a low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Further investigation could not be performed since no strip lot info was provided by the customer. This complaint issue will be subject to tracking and trending.